Event description:
The physician stated that five spectrum central venous catheters that he "dealt with" have had a problem with thrombosis. The five pts ranged in age from (B)(6). There was no common disease state in these pts. All five had a spectrum cvc placed approximately a week before the noted thrombosis. The sizes of catheters ranged from 4 french to 7 french. The placement sites of the cvc's were ij, femoral, and subclavian. The physician said that he placed four of the five. The physician stated that they have really increased the amount of lovenox that they have had to use and put their pts in a "more critical" state. The physician feels like the spectrum catheter is "stiffer" and his thought was that it may have a link to the thrombosis. The following additional info was received via email on 11/23/2010: the thrombosis was outside of the catheter in the vessel. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Expiration - unk as lot is unk. Age of device: unk as lot is unk. (B)(4). The 510k: unk as exact catalog number is unk. Manufacture date: unk as lot is unk. Event eval: still under investigation.